Event description:
The facility reports the nurses were lifting a resident from the bed to the wheelchair. The resident was placed in the sling and lifted out to the bed. The nurses put the steelchair under hoist. The moment the wheelchair was under the hoist, the sling clip broke and the resident fell into the wheelchair. No injuries were reported.